Event description:
Patient called in to report that she received an idc that shows her inactive/explanted devices. Upon checking, her devices are indeed inactive and explanted. Unsure why it generated an idc but the patient was already advised to destroy the idc as she no longer has any device?. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).